Event description:
Patient monitor failed to audibly alarm when patient's sao2, oxygen saturation, fell below lower alarm limit for a period of 40 minutes. There was no harm to the patient, who remains in the hospital.biomedical testing: unit was connected to a simulator. All alarms functioned properly. No error codes in device history. The alarms may have been turned off, so an automatic feature to turn the alarms back on after some period of time may be helpful.